Event description:
It was reported that an unspecified failure happened on a versajet ii device. It is unknown if happened during treatment or upon inspection. It was stated that the hospital closed. During a preliminary evaluation by s+n, it was found that the u.I. Assembly was corroded, so the handpiece did not lock-up.